Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported that a motor stall occurred following an magnetic resonance imaging (MRI).  It was noted that the patient had a MRI on (B)(6) 2021 and the pump recovered 1 to 2 hours after.  The patient had a second MRI on (B)(6) 2021 and the pump had not recovered.  The pump was interrogated to confirm the motor stall.  The hcp reported that the patient had a minor increase in spasticity and slight agitation.  The patient was currently doing well and no further intervention was planned.  No surgical intervention was planned or occurred.  It was noted the account has their own tablet, and an hcp in the pharmacy department was trained to use it.  The hcp interrogated the patient's pump, contact national answering service, and relayed the information to the rep.  It was noted the rep had not interrogated the patient's pump.  It was noted that the issue was resolved at time of report.  The patient's status at time of report was alive-no injury.  The patient's weight and medical history were asked, but unknown.  The event date was (B)(6) 2021.  No further complications were reported/anticipated.